Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately three months prior. It was reported the patient experienced a sudden change in therapy noted as increased pain and weakness in their legs. Magnetic resonance imaging was performed and an inflammatory mass (im) was diagnosed. Symptoms related to the im were new weakness. The catheter was replaced on (B)(6) 2016 and it was planned to change the drug from morphine to dilaudid.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.